Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device has a defective paddle set. There was no reported patient involvement.

Event description:
The customer reported the device has a defective paddle set. The issue was clarified by the customer as the external paddle set was physically damaged (there was a crack in the casing). There was no reported patient involvement.